Event description:
It was reported that the device was explanted due to regurgitation. The date of the explant is unknown; however, it was implanted in 2007. Follow up with the surgeon's office indicated that the device is not available for return. The reason why was not indicated. No other details were provided.

Manufacturer narrative:
Device not returned.